Event description:
It was reported that one day post implant it was noted on telemetry strips that there was a missed ventricular beat every hour. The false ventricular sense is a known issue for this model device for patients with complete heart block. There was also atrial oversensing of p waves during the underlying rhythm check. Ventricular sensitivity was adjusted and no further dropped beats were noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).